Event description:
On 05 aug 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the review, the system is working to stabilize after insertion. The user was advised to relink the sensor. After successful sensor re-link, the system is continued to adjust after insertion and user should see improvement but may continue to see occasional differences after the system stabilizes.